Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were sticking down and required very hard, multiple presses in order to elicit a response. The reporter also reported cancelled boluses. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. The ok keypad button was intermittently unresponsive and the other keypad buttons responded appropriately. Evaluation revealed contamination under all of the keypad buttons and the ok key contact was found to be inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.